Manufacturer narrative:
The volume of the patient sample was insufficient for investigation. Based on the information provided, a general reagent issue can most likely be excluded. The cause of the event could not be determined. H3: na.

Event description:
The initial reporter received questionable elecsys tsh v2, elecsys ft3 iii ver.2, elecsys ft4 iii assay and elecsys ft4 IV results from one patient sample tested on the customer's cobas e 801 module with serial number 17g9-06 and the investigation laboratory's cobas e 801 module with serial number (B)(6). The reporter reran the patient sample on their wako analyzer and noted discrepant results. The reporter suspected some non-specific interference in the roche assays. The patient sample was then sent to the investigation laboratory which also uses a cobas e 801 module and an outsourced laboratory that uses an abbott architect analyzer. The date of blood sampling was used as the date of the event. The initial results were not reported outside of the laboratory. This MDR is for the elecsys ft4 iii assay. Please refer to the medwatch with: a1 - patient identifier pt-(B)(4) for the elecsys ft4 IV assay. A1 - patient identifier pt-(B)(4) for the elecsys ft3 iii v2 assay. A1 - patient identifier pt-(B)(4) for the elecsys tsh v2 assay. Please refer to the attachment pt-(B)(4) for the highlighted questionable results. The ft4 iii reagent lot number used at the investigation laboratory is 700216 with an expiration date of 31-jan-2024.